Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). A manufacturing record evaluation was performed for the finished device [u1901191] number, and no non-conformances were identified. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified arthroscopic surgical procedure, it was observed that the suction on the vapr clplse90 electrode w hand cntrls device did not work. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> according to the information provided, it was reported that coolpulse 90 electrode with hand controls did not work. Suction failure, return to gyrus for further analysis. Supplier evaluation result for coolpulse 90 electrode with hand controls: the device has not been returned in its original packaging, the active tip looks in a used condition, with evidence of activation and debris on and around the active tip. Closer inspection shows evidence of debris within the suction port of the device,saline residue in suction tube, the device has been returned with the suction tube control valve in the open position,no visible damage to the device shaft, handle, cable or plug.the electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active-return), as a result all passed.the device was functional testing using vaprvue generator, the test included different values as a setting and the activation in ablate and coagulation passed, the flow rate test failed. Supplier summary: the complaint that the ¿suction apparatus did not work¿ was substantiated. The tests established that the flow rate was out of specification. Additional testing resulted in tissue debris being freed from the device suction path. A further flow test recorded a within specification value of 256.12ml/min. From our investigation we were able to confirm the reported suction issue with the returned electrode however no manufacturing defect was found and we have determined the cause of the reported suction blockage to be normal procedural debris within the active tip which was successfully cleared. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A manufacturing record evaluation was performed for the finished device [u1901191] number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).